Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 27mm mitral annuloplasty band, there was moderate to severe regurgitation noted. The surgeon stated that the band did not adequately repair the patient's native valve and that there was an atrial mass removed at the same time, which likely complicated the repair. A non medtronic valve was successfully implanted in its place. No additional adverse patient effects were reported.